Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, all drawers and cubies were not detected on bus. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-dec-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that all drawers and cubies were not detected on bus and required maintenance. A field service engineer (fse) received the work order while on route to another facility and recognized the cause of the failure. The fse contacted a customer previously worked with and requested that go to the station. The customer later called from the station and confirmed that the ethernet cable had been plugged into the wrong ports on the communication cube. The tss assisted with the issue, and once the ethernet communications cable was moved to the correct port on the back of the station, the drawers began functioning correctly and the station resumed communication with the server. The system functioned as intended after the field service engineer assisted the customer in resolving the issue.